Manufacturer narrative:
Unit received with operational currents within specification and passed self test and displacement test. Pump trace download analysis confirmed the power error 25. The power management tool confirmed power error 25 was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly. Unit received with faded serial number label. Unit received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with recurring power error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the power error alarm. In order to resolve the issue the customer was advised to execute the following steps: remove the battery and wait until the notification light stopped flashing, insert a new aa battery, clear the power loss alarm, update the insulin pump's time and date as needed, complete the reservoir and tubing process. However, the power error alarm recurred since executing the aforementioned steps. The insulin pump will be returned for analysis.